Event description:
The manufacturer's rep reported that following pump replacement, the pt presented with increased spasticity. A catheter dye study was performed and revealed a hole in the catheter. A revision was performed, but as the catheter was not completely aspirated. The pt experienced overdose from the priming bolus. The pump was stopped for approx 24 hrs. The pt recovered from the overdose and the pump was restarted. The pt has experienced increased spasticity despite dose increases. Final pt outcome was not reported.